Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 mg/dl. The customer delivered a bolus to stabilize bg level. Reportedly, the elevated bg level was due to the customer not changing the cartridge as it was due for change prior to going to sleep, and upon waking up the cartridge was empty. The customer declined to troubleshoot with tandem technical support. In addition, it was reported that a cartridge alarm 19 occurred during the load process. The customers bg level was 300 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery.